Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with air and water. The event can be detected prevented by following the operation manual: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer, that the evis lucera colonovideoscope had black shadows/vignetting. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation, it was found that the nozzle had foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to a crack on objective lens, the image has dark area partially, due to wear of angle wire, bending angle in up direction does not meet the standard value, the objective lens has a crack, the image guide protector, plastic distal end cover both has a scratch, the protector of universal cord on control section side has a scratch, the up/down knob has corrosion, the forceps channel port is shaved, the switch4, switch1 both have wear, the grip, the scope cover both are shaved, the electrical connector has discoloration due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on bending section cover has white-clouded area, the adhesive on bending section cover has a crack, due to wear of angle wire, and the play of up/down knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.